Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following predilation with a non-bsc device, a 20 x 3.00mm promus premier¿ drug-eluting stent was advanced but was unable to cross the lesion despite several times of predilation. The stent was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a 18x3 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).